Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the drain pump was not working properly. The fse replaced the pump and verified operation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a yellow liquid puddle under the center of the hydro unit within the synchron cx9 alx clinical system. No injury or operator exposure was reported.